Manufacturer narrative:
(B)(4). Follow up for device evaluation one sample and one photo of a 1 ml luer lok syringe, part number 309628, were received and evaluated. The physical sample, received loose, exhibited a white air bubble embedded in the barrel at the 0.1 ml graduation line within the non fluid path. The photo reviewed showed a loose syringe with the same condition. This defect is non conforming to product specifications, with the potential root cause associated with the molding process, where moisture entering the mold may vaporize and form embedded air bubbles in the molded component. A device history record review for material number 309628, lot 4054301, confirmed that all required in process and final visual inspections were completed, with no related quality notifications identified. The lot met acceptance criteria, was approved for shipment, and complied with applicable product specifications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. Qa post marketing operations has received a product complaint related to an eylea 8mg vial kit. Kindly acknowledge receipt of this request and send us the complaint investigation reference number and due date when available. Regeneron complaint number. Complaint description. Ldp. Investigational request /return component status. On (B)(6) 2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm ¿ syringe. On 08dec2025, the office staff reported the following: "the syringe had a "spot in it." She described the spot to be a fixed component to inside of the syringe. She mentioned that the medication was withdrawn from the vial but was not used.¿ regeneron ldp lot: 8463800037. Injection needle: catalog: 309628. Lot: 4054301. Please perform an evaluation of the process to include the relation between the reported defect and manufacturing process and provide what controls you have to make sure the syringes are free of any foreign matter. Additional information received on 5-mar-2026: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 08dec2025. 2. Can you share any physical sample if available for investigation? If yes, please provide the address so that a sample return label can be emailed to you. Physical sample is available for return. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a. 4. Is there any issue with needle. If yes, kindly provide the material number and batch/lot number of the product. N/a.